Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) in the 20 mg/dl's with loss of consciousness and cognitive impairment, difficulty speaking and blurred vision. The patient was hospitalized and treated with glucagon, IV glucose, and IV fluids. During troubleshooting, the reporter alleged that the pump display was dim and discolored. This complaint is being reported because the display issue was not resolved and the patient experienced hypoglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 6/12/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display screen has a pinkish contrast. On (B)(6) 2015 18:04 the pump was manually suspended and manually resumed at 18:46. Pump history shows on (B)(6) 2015 13:02 a replace cartridge alarm was recorded; the next prime was recorded at 20:30. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, damage to the pump case was observed near the upper right corner between the display lens and the cover.